Manufacturer narrative:
The device evaluation is not yet complete. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer requested remote assistance to reset system time. During the time change assistance, welch allyn tech support noted that the acuity system rebooted unexpectedly. This resulted in a temporary inability to centrally monitor pts, however bedside monitoring was not affected. There was no report of any pt harm as a result of the reported events. The customer did not provide any pt information.